Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 90% stenosed, 48mm x 3.5mm, eccentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.